Manufacturer narrative:
(B)(4). Date of initial report: 02/22/2017. To date the incident unit has not been received for evaluation by medtronic. Additional questions in regard to the incident have been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic cholecystectomy procedure it was noticed that a small piece of the plastic rocker switch on the hand held device had broken off during the case. The customer was not sure whether or not anything fell into the patient however they indicated that nothing was retrieved. The status of the patient was not provided. Additional information has been requested but no additional information has been provided. Medwatch form number submitted by the customer: (B)(4).